Manufacturer narrative:
H.6. Investigation: 60 unused extension sets, model 10800175 lot 20055559, was received by the customer for investigation. 10 loose unopened packages of 10800175 and one box of 50 unopened samples were returned. All sets were visual inspected for defects and functionally tested for leakage. No leaks were observed. The customer's complaint that two defective sets leaked could not be verified. A device history record review for model 10800175 lot number 20055559 was performed. The reported defect was found during the production process of this batch and a requalification was performed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20055559 regarding item #10800175.

Event description:
It was reported that pca kit asv microbore cv leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the customer they had two defective sets that leaked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pca kit asv microbore cv leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the customer they had two defective sets that leaked.